Event description:
Mid 60¿s male with diabetes, coronary artery disease and recent cellulitis of left leg. Procedure: infusion for IV antibiotic cubicin 500 mg. Antibiotic leaked from tubing junction site identified in picture. No known harm to patient, another tubing set used. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). Will obtain.